Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the monitor remains blank after turning on the arctic sun device. Per review of wo on (B)(6) 2026, there was no patient involvement. Per sample evaluation results received via task on (B)(6) 2026, it was reported that the when the circulation pump command was 100 percentage, the flow was 0.